Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type I and spinal pain. It was reported that the patient was charging too often. The patient claimed that she needed to charge every ten hours and that she used to charge once every four days. Starting in (B)(6) of 2016, three months prior to (B)(6) 2017, the patient had a slow descent into having to charge once every ten hours. No overdischarge events were mentioned and there was also no mention of programming changes of any significance. The rep had a physician programmer and patient access. A therapy impedance check was completed and the value was 412 ohms. The patient¿s amplitude was 6.1 volts, their pulse width was 450 microseconds, and their rate was 100 hertz. The patient claimed 24/7 use. It was noted that the patient used adaptive stimulation and that stimulation dropped in the night. A recharge interval estimate was calculated at an amplitude of 5 volts and estimated four days. Recharge statistics from the physician programmer were checked and documented. The rep interrogated the ins , disconnected, called the manufacturer, and then re-interrogated providing the following statistics: a typical duration of 1.7 hours, and typical interval of 29.1 days, typical coupling of all eight boxes, a recharge session on (B)(6) 2017 that lasted 1.1 hours and resulted in 100% charge, a recharge session on (B)(6) 2017 that lasted 2.0 hours and resulted in 100% charge, a recharge session on (B)(6) 2017 that lasted 1.7 hours and resulted in 100% charge, a recharge session on (B)(6) 2016 that lasted 2.2 hours and resulted in 100% charge, a recharge session on (B)(6) 2016 that lasted 1.7 hours and resulted in 100% charge, and a recharge session on (B)(6) 2016 that lasted 1.7 hours and resulted in 100% charge. It was noted that the rep was unable to confirm the percent-on time from (B)(6) 2017 to the last physician programmer session. Recharge statistics from the recharger were not documented. No symptoms were reported. Additional information was received from the rep. It was reported that the patient said that the ins drained within ten hours of fully charging. It was noted that the patient got injections for her pain regimen that helped alongside her ins. The patient said that ten hours of use of the ins would result in a screen coming up with an empty battery. Additional information received from the manufacturer¿s representative (rep) reported they were unable to determine the screen the consumer was seeing, but the consumer did state seeing an empty battery symbol. Upon reviewing the consumer¿s recharge data with the clinician programmer it showed they had been charging one time per 30 days for 1.7-2 hours bringing the implantable neurostimulator (ins) charge to 100%. The rep. Resolved the issue by agreeing with the consumer that they would keep a recharge log and average voltage throughout the time until their next appointment, and they would reach out to the reps. Team with any future questions. No further complications were reported. Additional information was received from the consumer through the rep stating the ins was still discharging rapidly and she was able to charge the ins in a short period of time from 0 to 100%. Patient stated that she wasn't charging the ins as often when she was (B)(6). It was determined through ins statistics that the ins was in an overdisharged state for about 5.5 months which makes it possible to increase the battery's internal impedance. Ins battery was determined to be behaving as though it only has about 40% of its original capacity. The patient was scheduled for a ins replacement surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.